Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that on the first activation, a piece of the blue portion of the jaw came off and fell into the patient cavity. The material was removed with graspers. There was no patient injury.